Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10. Result of investigation:the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The reported complaint was confirmed and duplicated, the xdcr (transducer) pt802 (exhalation flow transducer) failed.

Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. The fsr confirmed the transducer fault and determined that the main board needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator experienced transducer fault. At this time, there is no information regarding patient involvement associated with the reported event.